Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein surgical intervention took place on 20dec2022 where the ipg was repositioned deeper in the pocket to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient gained weight. The superior portion of the ipg is angling posteriorly. The patient experienced pain due to the issue. Surgical intervention may be pending to address the issue.